Event description:
It was reported that the vns patient experienced a stronger perception of stimulation, felt dizzy, and then fainted. The patient was subsequently hospitalized. The device settings were decreased and the event has not reoccurred since that time. The patient stated that he did not have a history of syncope prior to vns and that no programming/medication changes preceded the onset of the event. Attempts for additional relevant information have been unsuccessful to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014.

Event description:
Additional information was received stating that no programming or medications changes preceded the onset of the event. Patient manipulation or trauma is not believed to have caused or contributed to the event.

Manufacturer narrative:
Review of the available programming and diagnostic history.